Manufacturer narrative:
A product investigation was completed: the received impactor is in a very used condition, there are stress marks all over the shaft, there are marks of a tool, like a forceps, visible at the upper side of the shaft, there are hammer marks at the lower side of the shaft end piece, the marking is faded, there are nicks at the blue handle and there are numerous marks of very strong hammer blows on top of the device, especially at the edge of the head plate. The investigation has shown that the welding between the head plate and the shaft is broken; also we found that the handle is broken below the head plate. The review of the production history revealed that this instrument was manufactured in accordance with the specifications in the year 2011. No manufacturing related issues that would have contributed to this complaint were found. Based on the overall condition of the impactor it is likely that excessive, imprecise strokes on the edge of the head plate have caused over the time a fatigue and finally the breakage of the welding seam and of the handle. Also the tool marks at the shaft are an indication for the excessive forces, which were applied onto this instrument. No product related fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: may 31, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the strike area at the proximal end broke off intra-operatively. No patient harm occurred. No prolongation of surgery reported. This is report 1 of 1 for (B)(4).